Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 320 (mg/dl) for 2 days. Customer administered a correction bolus with the pump and an insulin injection to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.